Event description:
Three weeks after implant, the pt experienced a loss of therapeutic effect. The patient was told the battery in the implantable neurostimulator was dead. The patient felt the device never covered her pain. Stimulation amplitude was set to 10.5 volts. The device was replaced. The returned paperwork reported that the device underwent normal battery depletion. There was no patient injury. The patient outcome was reported as 'recovered without sequela.'

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator has been returned to the manufacture for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.